Event description:
It was reported that the patient experienced unspecified issues with the artificial urinary sphincter (aus). The aus pump and balloon was explanted and a new aus pump and balloon were implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.